Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end piece of a clearlink continu-flo solution set "comes off" resulting in a leak. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up, it was reported that the end piece of three (3) clearlink continu-flo solution sets came off resulting in a leak. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the picture using naked eye; the reported issue was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : should additional relevant information become available, a supplemental report will be submitted.